Manufacturer narrative:
On december 10, 2020, mentor received additional information indicating that the suspect medical device reported was actually a non-mentor device (natrelle). Since the complaint device was identified as a non-mentor product, no further investigation will take place. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who underwent breast augmentation revision with an unspecified mentor saline breast prosthesis on the right side, suffered breast pain all year and spontaneous right breast implant deflation, post-procedure. The right breast was described to be completely flat, and the pain was also under their armpit, down right arm and not pleasurable. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.